Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophageal biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, after taking multiple biopsies from the stomach, the physician moved into the oesophagus. After initially grabbing the oesophageal mucosa, the physician believed to much tissue had been grasped. The forceps were opened, then re-positioned on the mucosa and a biopsy specimen was retrieved. However, the biopsy site revealed deep muscularis and an estimated 10mm defect with significant bleeding. The physician kept the site under observation, but performed no intervention to treat this defect. The procedure was completed using this radial jaw 4 biopsy forceps device. Post procedure, the patient's condition was reported as being stable. However, the patient woke with pain and discomfort and was given buscopan. The patient has been stable since this procedure.